Event description:
Consumer reported complaint for unsealed test strip vial: customer reported that the test strip vial inside the true metrix go kit had been missing the seal. Customer had also reported missing package item, stating the kit was missing the true metrix go meter: internal report reference (B)(4). Customer stated that the kit had not been tampered with. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned - customer had returned a vial of test strips without the seal. Return product scrapped. Complaint was forwarded to packaging and internal evaluation was completed. Packaging records were reviewed, no abnormalities observed. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on 17-apr-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.